Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 900 mg/dl "about a month ago", however the customer could not recall the exact date. Customer delivered a correction bolus to address bg. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer updated their settings to address the event. Customer was treated with intravenous fluids of saline and insulin to address the bg. Customer was discharged from the ICU "3-4 days" later with the issue resolved and no permanent damage, however the customer could not provide the exact date.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump causing the pump to intermittently shut down. Reportedly, "about a month ago" the customer's blood glucose (bg) level was 1050 mg/dl resulting in the customer going to the emergency room and subsequently admitted to the intensive care unit (ICU). Reportedly, the customer could not recall how they were treated due to being unconscious. Reportedly, the "issue was damaging" to the customer's eye. Customer was discharged from the ICU "3-4 days" later with the issue resolved. Reportedly, the customer continued to use the pump for insulin therapy.